Event description:
Procedure type: laparoscopic sigmoid resection. According to the reporter: on (B)(6) 2012, the surgeon performed a hand assisted laparoscopic sigmoid colectomy for diverticulitis on a (B)(6) obese female. She mobilized the sigmoid colon distally to the recto-sigmoid junction and transected the bowel with a competitor's stapler. She then transected the proximal bowel, removing the specimen. The anvil of a dst eea 31 was secured in the proximal limb by a handsewn purse string and the instrument was introduced trans-anal by an intern under the guidance of the surgeon to the level of the distal transaction staple line. The shaft was brought out anterior to the competitive staple lien so the intended circular anastomotic staple line would be away from it. The anvil was attached over the shaft, covering the orange band. The surgeon said the instrument was closed until green showed in the indicator window and closure was snug. The intern removed the safety and fired the instrument one time, completely, according to the doctor. Upon opening the instrument it extracted easily from the bowel. At this point the surgeon observed the two limbs of bowel were not connected. The eea had cut out two substantial donuts, both proximal and distal bowel, and had left these holes in the distal and proximal bowel of the patient. She also noted there were no staples at all implanted in either limb of bowel. A staff colo-rectal surgeon, was called in to assist in the repair and completion of the procedure. The case was converted from minimally invasive to an open procedure with a laparotomy performed. The descending colon was mobilized proximally past the splenic flexure and some mesenteric extension techniques were used to get length to do another anastomosis. In dissecting the rectum off the vagina to apply another stapler to close the rectum, the vagina was slightly injured but repaired. Another competitor's device was fired across the rectum, causing the loss of about 5cm of extra rectal tissue. The proximal limb was prepared with another purse string and the anvil of another dst eea 31. The instrument was placed trans anal, the anvil attached and instrument fired with a successful anastomosis. The case was completed and the patient left the operating room in stable condition. The operating time was extended by approximately 3 hours. The surgeon stated the patient was doing well. As of (B)(6) 2012, the patient remained in the hospital.

Manufacturer narrative:
(B)(4).